Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97755, serial# (B)(6), product type recharger. H3: analysis found no issues with recharger charging the implantable neurostimulator. No anomalies were visually observed. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported that the recharger heating issue has been resolved. Pt called back and said they got replacement recharger telemetry module (rtm), but it still takes a "long long time" to charge implantable neurostimulator (ins) and said it took 2 hours but they were able to charge ins to 100 percent. Pt repeated that the rep adjusted the stimulation "which really helped" and said today they had pain and realized the ins was dead. They are also seeing settings not available screen, which patient services (pss) redirected to hcp for. Pt says the red light flashing and buzzing stopped when they got new rtm. They said controller port looks "like its not real shiny". Emailed repair to send replacement controller.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they were having trouble with the controller. Patient said it started in july and the controller was locking up on them and they couldn't adjust it. Patient met with a medtronic representative who fixed it, but then it happened again and they changed the channels. Patient then said yesterday they were charging and the unit/implantable neurostimulator (ins) had a red light on top of it and it was buzzing so they disconnected it and flipped the battery and it wouldn't come back on so they told the representative and the representative told them to call patient services to see if they needed to get a new system. Ps asked patient to inspect the controller port for damage and patient said there is no visible damage. Ps asked patient to connect with the controller and controller show ins 90%, controller 100% charged with solid green light on controller when plug into the outlet. Ps reviewed option of audio and vibe option on the menu screen. Ps asked patient to inspect the recharger for visible damage and patient said there was no visible damage but they have the rtm twisted because the cord is too long for them. Ps confirmed the controller locked up and red light and buzzing happened when the rtm was plugged into the controller. Patient mentioned the paddle get warm when recharging the ins. The issue was not resolved. An email was sent to the repair department to replace the rtm device. The patient mentioned when they are hurting they can turn it up and it takes care of their pain.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.